Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing detached event on (B)(6) 2025 at site. The insertion site was the left abdomen. Infusion set was used for less than 24 hours. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010292, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010292 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m12 on 17-nov-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4l03286 was manufactured according to the wi version 27 assembled in the quickset line, on 16-nov-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4l01690 was manufactured according to the wi version 27 assembled in the quickset line, on 17-nov-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4l01691 was manufactured according to the wi version 27 assembled in the quickset line, on 17-nov-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4l01692 was manufactured according to the wi version 27 assembled in the quickset line, on 17-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.